Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the left motor drive for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect motor drive has not been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the left motor drive of the imaging system is suspected to be the probable cause of the anomaly. However, confirmation of replacement has not been provided. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would move back and forth without prompt from the user. The reported issue occurred when transporting the imaging system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the left motor drive and associated gauges on the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: the left motor and 2 strength gauges were returned to the manufacturer for evaluation. Evaluation of the motor confirmed the reported event. The motor and gear box were manually tested several times. The part would intermittently not engage, which caused drive issues. The part failed visual inspection. The returned strength gauges performed as expected. All tests passed and no fault was found.